Manufacturer narrative:
Patient information is unknown. Date of event: unknown date in 2017. PMA / 510k: this report is for 4 unknown vtv screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Explanted date: it is unknown if the device was explanted during the revision procedure on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2017, the patient underwent a tibial osteosynthesis. The patient currently presents with a tibial bulge/protrusion. The patient underwent a revision on an unknown date due to a (B)(6). This report is for 4 unknown vtv screws. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A material ablation was performed in (B)(6) by the surgeons on (B)(6) 2017 (dor). The pre-op diagnosis was sepsis on right tibia plate.